Event description:
It was reported that patient underwent an mcp joint collateral ligament repair on a left ring finger on (B)(6) 2015. During the procedure, the anchor was deployed and set. However, after tying it down, the anchor pulled out. An additional hole needed to be drilled and another anchor was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.